Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 10.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.